Event description:
Patient reported that a lot of the needles she gets are defective, it's either the tips is crooked, or it's bent and it hurts when she's having to inject herself. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Indication: age-rel osteopor w age-related osteoporosis with current pathological fracture, unspecified site, 7thd.